Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00599603210, nexgen lps articular surface, lot #60956746; the following were (B)(4). Catalog #00597206529, nexgen all poly patella, lot #61019005; catalog #00598003702, nexgen stemmed precoat tibial component, lot #61010582 . This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing problems with the implant, the nature of which is unknown.

Manufacturer narrative:
The device history records for the femoral, tibial, patellar, and articular surface components were reviewed for deviations and/ or anomalies with no issues identified. These devices are used for treatment. A product history search identified no other complaints for the part and lot combination of the femoral, tibial, patellar, or articular surface component. Review of the post-operative notes found the patient had severe arthritis of her knees and underwent bilateral total knee replacements in 2008. The surgeon was concerned preoperatively due to apparent low pain tolerance and was concerned a good result would not be achieved. However, she appeared to do reasonably well. The notes state the patient had a very poor range of motion at 4 weeks post-surgery. The patient was slow at regaining motion. Manipulation, medicine, and physical therapy improved range of motion as well as discomfort and inflammation symptoms. Three months post-surgery, the patient's right knee appeared to be doing well. As of (B)(6) 2009, the patient was stated to be doing well with her right tka reaching full extension and 120 degrees of flexion. As of (B)(6) 2009, the patient still experienced stiffness and weakness of her knees, which was not surprising given slower-than-normal recovery, but she had no instability of her knees. Review of the surgical notes suggest that the proper surgical technique was followed to implant the components. A definitive root cause cannot be determined with the information provided.